Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the blackbox indicated that the patient turned off pump on (B)(6) 2011 at 19:28 after a 'low battery' warning. No activities were observed after the power off event indicating patient restarted the pump after the 'low' battery warning. During investigation, pump booted to the 'verify' screen with functional auditory and vibratory alarms. The pump was exercised for 24 hours without interruptions. The pump electrical current draws were tested and were found to be within specifications.

Event description:
The patient reported that the pump would not power on after a routine battery change. He confirmed that the pump did not have functional audible tones or vibrations. He stated that the pump is not exposed to water. The patient confirmed that there is no corrosion in the battery compartment, and there is no structural damage to the battery cap and compartment. He stated that he has never changed the battery cap. The user guide instructs the user to change the battery cap every six months.